Event description:
It was later reported the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative. It was stated that due to persistent back problems, the need to do an MRI and wanting to pursue various therapies, the patient¿s device was explanted on (B)(6) 2013. It was noted that because of the prolapsed uterus, cervix and vagina the device could no longer help the patient.

Event description:
It was reported, the patient had the ins explanted. It was stated, the patient prolapsed and the device failed to work for her. It was no longer helping as much because of the prolapse, and the patient kept it in until she developed back trouble, about 8 months prior to report. The patient had the ins removed so she could get an MRI to see what was going on with her back. The patient wanted to know what to do with the external controllers.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been dealing with ¿either some sciatica pain or a herniated disc¿ on the left side, near the im plantable neurostimulator (ins). The patient was wondering if the lead could be causing or exacerbating either of these ¿possibly from a lead moving¿. The reporter had no evidence of lead migration but was inquiring how that could be obtained. The reporter also inquired how the patient ¿might feel if a wire broke¿. The reporter indicated that the patient was not getting much therapy from stimulation because she also had a prolapsed bladder and cervix which were ¿also leading to problems thatwere overcoming the ability of the device to help¿. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28, lot# v351473, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).